Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and also insulin pump had no delivery alarm. Customer's blood glucose level was of 500 mg/dl. Troubleshooting was provided for no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. No further details were given. The insulin pump will not be returned for analysis.